Event description:
It was reported that the patient had received unintended high voltage therapy as a result of noise on the right ventricular lead; the high voltage part was a dual coil right ventricular lead but the model and serial were unknown. The lead was capped and replaced with a new high voltage lead. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
.